Manufacturer narrative:
No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will submitted accordingly.

Event description:
Customer reported that the mesh appeared to delaminate after being placed inside the pt's abdomen. The mesh was removed before it was attached and case was finished in an unspecified fashion. No adverse pt consequence was reported.